Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch kph361 mfg date: unk, exp date: unk. Batch lhh087 mfg date: unk, exp date: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What does the surgeon mean by the ¿upper pole¿? Why was the upper pole being sutured? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please describe the condition of the suture when the wound was reopened. Was the suture broken, suture untied, did the tissue separate from the suture? Was the knot intact? Where was it bleeding from? Were both lot number kph361 and lhh087 used in the index surgical procedure? How was the suture placed, interrupted or continuous? How was the suture initially tied? Was the suture reprocessed (i.e. Re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that patient underwent elective renal transplant surgery from a living donor on (B)(6) 2017 and suture was used. The patient experienced sudden and profound hypotension and cardiac arrest on completion of the procedure while still in the operating room. The surgeon reopened the surgical wound and found dissociation at upper pole due to suture failure, leading to major arterial hemorrhage. The kidney was excised, returned to ice and hemostasis was achieved. The patient underwent ten minutes of successful cardio-pulmonary resuscitation before transfer to ICU for stabilization. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch lhh087; mfg. Date - (B)(6) 2017; exp. Date - (B)(6) 2022 batch kph361; mfg. Date - (B)(6) 2016; exp. Date - (B)(6) 2021